Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a rash under her left breast and on her back where the therapy electrode pads sit. The rash was described as red and raised. The patient's physician placed the patient on steroids and benadryl and told the patient that she was allergic to the therapy electrode pads. After using the prescribed steroids, the patient reported that the irritation improved. There was no alleged device malfunction associated with the reported irritation.